Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 07:26 am where user's sg was 65 mg/dl and bg was 107 mg/dl where bg was confirmed on data management system (dms) and no bg was entered. The alert history indicated that the user received a low glucose alert at the reported time. In an associated case for the user's complaint about sensor inaccuracy, it was observed that the system was having some optical instability in the signal and reference channels around (B)(6) 2025.the observed optical instability was most likely contributed to the sensor inaccuracy. Following the sensor re-link performed by the user on (B)(6) 2025, the raw sensor data showed that the transient optical instability gradually recovered. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. The user was advised to continue using the system. B4. Date of this report 14 june 2025. G3. Date received by the manufacturer? 14 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: on (B)(6) 2025 - 7:26 am - est - sg: 65 mg/dl - bg: 107 mg/dl (approx.). After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025 - 7:26 am - est - sg: 65 mg/dl - no bg was entered at the time of the event. After dms review, it was confirmed that the user received a low glucose alert at 7:26 am, when the sg was at 65 mg/dl. User didn't seek medical treatment and resolved the event by having breakfast. The user's hcp is aware of the event and no medication was prescribed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.